Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A video and two photos were provided showing an obstruction in the artery. However, the anchor/collagen could not be positively identified on the provided content. The sample was unable to be returned. The complaint was confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: unknown healthcare provider. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported the following timeline and issue: (B)(6): the operation was completed, and the occlusion was successful. (B)(6): the recovery of the puncture site was good, and the patient had no bleeding or other adverse symptoms. (B)(6): ultrasound examination revealed plaques on the inner wall of the blood vessel at the occlusion site, but the patient had no adverse symptoms. (B)(6): ultrasound examination revealed a mass of floating substances in the blood vessels. The patient had no adverse symptoms. Ultrasound examination report: bilateral lower extremity common femoral veins, femoral veins, popliteal veins, posterior tibial veins, intramuscular veins, and great saphenous veins (the right main trunk internal diameter is approximately 1.8mm, the left main trunk internal diameter is about 2.0mm), and the small saphenous veins have normal internal diameters, smooth inner walls, and the lumens are echo-transparent. The lumens can be compressed upon probe pressure. Cdfi (color doppler flow imaging): the color blood flow is well filled. The patient could not cooperate with the valsalva maneuver. The left calf intramuscular vein shows lumen dilation, with an uneven inner wall. The lumen is filled with low echogenicity shadows, with the widest part measuring approximately 6.8mm. The low echogenicity within is heterogeneous, and the lumen cannot be compressed upon probe pressure. Cdfi: no significant blood flow signals are observed within it. The procedure performed prior to the use of the angio-seal device was a stent-assisted embolization of middle cerebral artery aneurysms. The puncture point of the right femoral artery was approximately 2cm below the inguinal ligament of the abdomen. An 8fr procedural sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed, and the vascular condition was good. There were no issues with insertion, deployment, or withdrawal of the device. The patient was stable. The mass off floating substance was suspected of being the anchor, as the anchor was broken and detached in the patient's vessel which may cause body structure and/ or function, now the operator is planning to take surgical intervention to remove the matter. The surgical plan and date is to be determined, because the hospital requested that terumo provide suggestions on how to deal with the broken piece. Additional information was received on 29jun2025: the anchor was not detached, and it is still attached with suture, however loosening in the vessel rather than adhered to the vascular wall. The extra interventional treatment is still pending decision.